Manufacturer narrative:
Olympus (B)(4) reviewed the service history of the subject device and confirmed that there was no repair service record at (B)(4) since september 2014. The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that stenotrophomonas maltophilia were detected in broncho alveolar lavage (bal) samples collected from total seven patients using an olympus bronchoscope (bf-te2). On (B)(6) 2018, the samples collected from the first two patients, who underwent the bal procedure using the subject device on (B)(6) 2018, tested positive for stenotrophomonas maltophilia. Then, the user facility conducted microbiological culturing testing on the subject device. In the testing, the subject device tested positive for enterobacter cloacae, stenotrophomonas maltophilia, serratia marcescens, and klebsiella pneumoniae (>100cfu/endoscope in total). It was reported the no microbes was detected from the subject device during last microbiological culturing on (B)(6) 2018. The user facility stopped using the subject device and conducted an investigation on the culturing test results in other bal samples collected between (B)(6) 2018, and (B)(6) 2018. As a result of the investigation, it was identified that stenotrophomonas maltophilia had been detected from the bal samples of total seven patients including the first two patients since (B)(6) 2018. The subject device had been reprocessed using a non-olympus automated endoscope reprocessor (aer: soluscope type v3 or v4), and sometimes manually disinfected with peracetic acid. It was reported that no microbes was detected from the rinse water of the aer. During the storage after reprocessing, the subject device was not hang vertically but storaged horizontally within a stock pack. This is 6 of 7 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) received the letter associated with this event from competent agency of (B)(4) and was informed that as a result of microbiological culturing testing by the user facility before the event, following microbes were detected from the sample collected from the subject device. [First time: (B)(6), 2018] : unspecified microbes (2cfu/endoscope ) [second time: (B)(6), 2018] : unspecified microbes (2cfu/endoscope ) the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. On january 18th, 2019, a representative of olympus (B)(4) visited the user facility for reprocessing training and assessment of the reprocessing practice at the user facility. There were no deviations noted with the reprocessing practice at the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.